Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of left ventricular capture was observed. Capture test results were inconsistent. When checked that evening, capture was obtained and the physician reprogrammed the device with optimal lead settings.